Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, cracked reservoir tube window, cracked reservoir tube and a cracked case at a display window corner.

Event description:
It was reported that the insulin pump had a broken case at the reservoir compartment and the near the battery. Customer also mentioned that there were cracks around the display window. No further information reported.